Event description:
It was reported that during a bariatric procedure, device was placed on tissue for the initial firing and it would not fire. The battery was dead. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Incorrect cartridge size the analysis found that one pse60a device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. An ecr45w cartridge reload was loaded on the device. The cartridge was received unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. After the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; no abnormal noise was noted. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.